Event description:
It was reported to philips that the device's power supply is not coming. There was no patient involvement.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
It was reported to philips that the device's power supply is not coming. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery and ac power module, which was replaced and the battery reset, the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.